Manufacturer narrative:
Device evaluation: the meter remote has been returned and evaluated by product analysis on 05/04/2015 with the following findings: during testing, the meter remote powered up and paired successfully with a test pump. All buttons functioned appropriately. A test bg value of 108 mg/dl was obtained using a one touch ultra test strip and the one touch ultra control solution. After obtaining the test bg value an ezbg bolus was performed; the 108 mg/dl was carried over to the ezbg screen. The complaint that bg readings were not appearing in the ezbg bolus menu was not able to be duplicated during investigation. No defects were found.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. The reporter alleged that immediately after a bg reading was taken, the bg reading would not appear on the ezbg bolus menu. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The meter remote has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.